Manufacturer narrative:
On 19 december 2016 the patient match department performed a planning review, commenting as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found. Batch review performed on 29 december 2016. Lot 132859: (B)(4) items manufactured and released on 04 september 2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to feeling unstable. The surgeon swapped the liner from a size 2/14mm to a size 2/17mm. The surgery was completed successfully. X-rays and explants are not available.